Event description:
An error message was reported with the adc device. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer was treated with sugar water and chocolate for by wife and additionally had contact with a healthcare professional who advised how to treat in future instances. No additional treatment was provided. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. The returned reader was further investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. The unit battery voltage was measured to be within specifications. Performed an source measure unit (smu) test indicating no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. No malfunction or product deficiency was identified. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Additional information: further investigation was performed. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Log file review and analysis concluded that the sensor terminated off body with data quality errors found throughout the historical data. Data quality errors are not customer facing, and occurs to protect the user from unreliable glucose values by not presenting the values to the user. These indicate brief physiological issues (such as rapidly changing glucose due to food or exercise) that are not indicative of a product failure since the sensor was able to recover and continue to provide accurate glucose results. The returned sensor was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. The battery voltage was measured to be within specifications. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The sensor passed functionality testing which indicates that the data quality errors observed did not have an impact on the sensor¿s functionality and electronics, therefore no malfunction or product deficiency was identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer was treated with sugar water and chocolate for by wife and additionally had contact with a healthcare professional who advised how to treat in future instances. No additional treatment was provided. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the adc device. Customer received a "signal loss" message and was unable to obtain readings. As a result, customer was treated with sugar water and chocolate for by wife and additionally had contact with a healthcare professional who advised how to treat in future instances. No additional treatment was provided. No further information was reported. There was no report of death or permanent injury associated with this event.